Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage. There was evidence of blood on the outer surface of the loading device. A visual inspection determined that the delivery device was returned inside the loading device. The tension spring assembly, seal and anchored tab were inside the delivery device tube. The portion of the seal not loaded into the delivery device tube flare wider diameter than the delivery tube (incorrect position). The second row of the outer edge was cracked. It appears that since the seal didn't load correctly, the outer edge cracked. The blue slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action ((B)(4)) issued for this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass assembly, while squeezing the green buttons on the loader of the heartstring iii the seal did not set properly. The seal remained inside the loader when the delivery device was pulled. A replacement device was used to complete the procedure. The hospital did not report any pt effects.